Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient, the associated defibrillator failed to discharge using these attached internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial #). Evaluation: the internal handles were returned to zoll medical corporation. The customer's report was duplicated and attributed to the shock button being stuck. However, the handles do not have the ability to be disassembled and reassembled. X-ray images were taken and visual evaluation of the images are unable to identify any manufacturing related issues. Investigation attributed the issue to a faulty switch. The internal handles were scrapped. A replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.